Manufacturer narrative:
The insulin pump alarmed rf pic failed during self-test due to faulty electrical component on the radio frequency board. Unable to complete functional testing due to rf pic failed self-test alarm. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not connecting to his meter or sensor. The patient's blood glucose at the time of incident is unknown. A self test was performed and the insulin pump alarmed radio frequency error. The insulin pump was returned for analysis.